Manufacturer narrative:
During the evaluation of the device at a third party service center, an issue related to the device's power supply was observed. The device's power supply was replaced to addressed the issue.

Event description:
The manufacturer received info alleging a ventilator's power supply was defective. There was no harm or injury reported.